Event description:
It was reported to manufacturer that high lead impedance was observed after performing a system diagnostics test on the vns pt's device. No manipulation or trauma occurred. The device has been programmed off since (B) (6)2010. The pt has been experiencing an increase in seizures; however, it is unk if the increase is above, below or back to pre-vns baseline. Contributory programming or medication changes did not precede the onset of the increase in seizures. The relation of the increase in seizures to vns is unk. It is unk if any x-rays have been taken. The pt will be having a full revision surgery; however, a date for surgery has not been scheduled yet. No additional info is available at this time.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.